Event description:
The pt's mother reported that her 11 y/o daughter's one touch profile meter had been providing inaccurate low results since june of 1998. She reported that she contacted lifescan in june stating that her daughter had been ill and was dehydrated and that the meter showed low test results. The meter was in calibration and was not replaced at that time. She was trained on the limitations of the meter relating to dehydration. On 10/10/1998, she contacted lifescan to state that her daughter had awoke at 6:30/a on 10/9feeling sick with no energy and difficulty breathing. Her blood glucose on her profile meter was 69 mg/dl. She did not take insulin nor did she eat. At 9:15/a, she vomited and was transported tp the hospital where her blood glucose was reported to be 640 mh/dl on an accuchek meter. She was admitted and treated with insulin. The pt's mother stated that she has been frustrated with her daughter because she has been complaining of feeling sick over the last few months. She also reported that the pt has lost 20 lbs because her meter has been giving inaccurate results for a long time. The pt takes a set amount of insulin each day, however, takes additional insulin on sliding scale based upon her meter results. The reporter did not know the details of her daughter's sliding scale.